Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During review of the pump's alarm log, baxter personnel discovered a flo-gard infusion pump with failure code 2, which is a downstream occlusion alarm. Furthermore, baxter personnel discovered this device's door assembly had a broken latch stop, indicating a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flo-gard infusion pump with failure code 2 was discovered and confirmed during product evaluation by baxter quality engineering in the pump's alarm log. This condition was caused by the pump's door being broken in the latch area. Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. Service history review revealed that this device has not been serviced by baxter prior to this event. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.